Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a gastrostomy procedure. According to the complainant, upon withdrawing the device from the patient, the heat shrink portion of the catheter tore and fell into the patient's stomach. The deployment string was not pulled. The torn portion of the catheter was retrieved from the patient's stomach using the scope. The patient was then re-scoped, and the procedure completed using another button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.